Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) was explanted subsequent to the pt's death and an attorney is representing the pt's family. The device was noted to emit beep tones for some time after. Attempts to interrogate the device some time after the pt's death were unsuccessful. Guidant received info that this device... .

Manufacturer narrative:
Not returned. Event conclusion: technical services discussed possible reasons for the inability to interrogate the device including having reverted to safety mode and requested the ICD be returned for analysis. As of this report, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. In (B)(4) 2005, guidant issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in 04/2002 and 11/2002. This device was manufactured before 04/2002, and is included in this population. While this device was part of the advisory population, guidant does not have sufficient info to determine if this device behaved in the manner described in the advisory.